Event description:
The olympus representative reported on behalf of the customer that during the therapeutic procedure, the single-use electrosurgical snare did not cauterize when used with the erbe. The cable and the erbe were changed, and the problem remained. The procedure was delayed for 15 to 20 minutes while troubleshooting was performed and there was an extension of the patient's anesthesia. There was not a clinically relevant prolongation of the procedure. The procedure was completed with another device. Related patient identifier: (B)(6). (Model: sd-400u-10. Sn: (B)(6)).

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured on june 2023 based on the provided 3-digit lot information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device could not be inspected. However, based on the results of investigation performed in the past, a likely factor causing the reported phenomenon might be the following: the connection between the plug and a cord, or a cord and the electrosurgical unit was insufficient. The target area might have contained high moisture content. (E.g. Mucus, blood) therefore, the high frequency current density has decreased. The following are the instructions for use which state: "before use, prepare and inspect the instrument and a-cord as instructed below. Inspect other equipment used with the instrument and a-cord as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use the instrument or a-cord, contact olympus. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, punctures, hemorrhages, mucous membrane damage or thermal injury and may result in more severe equipment damage. Prior to use, connect the patient plate, s-cord and p-cord or s-p cord as instructed in the electrosurgical unit¿s instruction manual". Olympus will continue to monitor field performance for this device.